Event description:
It was reported that a physician was unable to interrogate a certain device with the programmer. The physician had to manually enter the software device application and interrogate that way. Technical support (ts) suggested swapping out the radio frequency (rf) head. The caller will try to determine what device it was, signal strength, or how many lights were lit, battery voltage of implanted device and whether the doctor was attempting wireless or non wireless telemetry. It was also reported the programmer does not auto identify devices. Follow up revealed that interrogation was attempted wirelessly and non wirelessly and swapping out the rf head did not fix the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer will not auto identify devices and interrogate wirelessly; the programmer will not interrogate devices when the ¿allow wireless communication¿ box is checked. When the box is not checked the programmer will interrogate with a known good rf (radio frequency) head and the provided rf head without issue. Rft (radio frequency transceiver) found out of electrical specification. Analysis also found the programmer failed power down thermal test; lvds (low voltage differential signaling) printed circuit board assembly found out of electrical specification. Tab on power cord door found broken. (B)(4).